Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-may-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device kept shutting down. A field service engineer (fse) found station had been off for a couple of days, although the power switch was on. A device power or battery failure was suspected. The station was rebooted, and a power test application was run. All tests completed successfully with no issues found on the battery or power supply. The customer was advised to verify whether a power outage may have caused the failures. The station was rebooted again, and no further issues were found. The system functioned as intended after the field service engineer investigated the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the device kept shutting down. The customer reported that the device was connected to power and powered on; however, it intermittently lost power and displayed a black screen. However, there were no delays or adverse events or injuries reported based on this event.